Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a shock as inappropriate therapy. Technical services (ts) was consulted and reviewed stored data. Ts discussed how there was oversensing of noisy signals as well as troubleshooting options. X-ray imaging was performed and based on presenting data as well as the images, it was determined an electrode facture was suspected as the cause for the noisy signals. This electrode was subsequently explanted. A new electrode was implanted. No additional adverse patient effects were reported.